Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 511212, unknown competitor, lead, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with chest pain. A transmission showed undersensing of atrial fibrillation (af) by the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.